Manufacturer narrative:
Carefusion complaint #: (B)(4). If the additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reports the fraction of inspired oxygen (fio2) is out specification and increasing by itself from the avea ventilator. The customer reports that while the device is set to 60%, the fio2 reading on the device is analyzed to be 66%, and it was confirmed to be 66% using an external fio2 analyzer. The customer performed the air/o2 balance calibration and on screen fio2 calibration but the problem was not corrected. The customer also noticed the fio2 analyzed start to increase on the device and external analyzer. Customer claims this unit was not on a patient when the problem occurred.

Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion for evaluation. A visual inspection found no evidence of damage or other problems. A review of the manufacturing and calibration screen found the insp pres (inspiratory pressure) a/d (analog to digital) count stuck at 3; all other values displayed normal readings. The insp pres settings were unresponsive to the calibration procedures. The original reported problem could not be duplicated because of the failed insp pres transducer. This transducer error is a known fault addressed through avea recall #z-1609-2015.